Manufacturer narrative:
Correction to the initial MDR in block h6. Block d.2b; additional applicable product codes: nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6). Batch: 7117784 UDI: (B)(4). Product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6). Batch: 7129098 UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an implantable pulse generator (ipg) exposure through the skin, and an infection near the implant site was identified. As a result, the ipg and lead extensions were explanted. According to the physician, the infection was not related to the device or the procedure, but rather attributed to the patients autoimmune condition, which makes infections more likely. Cultures were taken, but the results were not provided. The patient was implanted with a new system, placed on antibiotic treatment following surgery, and is expected to fully recover. The explanted devices will not be returned for analysis, as they were retained by the customer.

Manufacturer narrative:
Block d.2b; additional applicable product codes: nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, (B)(6), UDI: (B)(4). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, (B)(6), UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an implantable pulse generator (ipg) exposure through the skin, and an infection near the implant site was identified. As a result, the ipg and lead extensions were explanted. According to the physician, the infection was not related to the device or the procedure, but rather attributed to the patients autoimmune condition, which makes infections more likely. Cultures were taken, but the results were not provided. The patient was implanted with a new system, placed on antibiotic treatment following surgery, and is expected to fully recover. The explanted devices will not be returned for analysis, as they were retained by the customer.

Manufacturer narrative:
The ipg and the leads have not been returned as they were retained by the medical facility. As such, physical analysis has not been conducted in our laboratory. However, a labeling review was conducted. A labeling review did not reveal any anomalies and states that infection, implant site complications such as pain, poor healing, redness, warmth, swelling or wound reopening, and implanted device components (stimulator, lead, or lead extension) may move from original implanted location or wear through the skin, which may lead to the need for additional surgery, all of which are known risks associated with the use of deep brain stimulation (dbs). It was reported that the indication was dystonic cerebral palsy. The labeling states that the dbs lead extension is not indicated for dystonic cerebral palsy. Therefore, the cause code of "cause traced to intentional off-label, unapproved, or contraindicated use" will be used." The devices were not returned for analysis. However, a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs) and using the dbs system for an incorrect intended use is traced to intentional off-label, unapproved or contraindicated use correction to the initial MDR in block h6. Block d.2b; additional applicable product codes: nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6) batch: 7117784 UDI: (B)(4) product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: 7129098 batch: 7129098 UDI:(B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an implantable pulse generator (ipg) exposure through the skin, and an infection near the implant site was identified. As a result, the ipg and lead extensions were explanted. According to the physician, the infection was not related to the device or the procedure, but rather attributed to the patients autoimmune condition, which makes infections more likely. Cultures were taken, but the results were not provided. The patient was implanted with a new system, placed on antibiotic treatment following surgery, and is expected to fully recover. The explanted devices will not be returned for analysis, as they were retained by the customer.